Manufacturer narrative:
There was no malfunction identified on the involved system that contributed to the claimed event. Although the resident was supported by the lift and the sling, the resident lacked sufficient strength to stand independently what resulted in the fall. According to the sara flex instructions for use, IFU 04.kl.00.en_8 ¿before use, the caregiver should always consider the patient¿s/resident¿s medical condition, physical and mental capabilities.¿ and ¿the patient/resident must be able to bear weight on at least one leg and have some trunk stability.¿ if the patient does not meet these criteria, alternative equipment should be considered. In the analysed case, the arjo representative was informed that the resident was care planned for a maxi move lift which is dedicated for residents who sit in a wheelchair, have no capacity to support himself/herself, cannot stand unsupported and are not able to bear weight; not even partially, are dependent on the caregivers in most situations. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for resident transfer and therefore played a role in the incident. This complaint decided to be reportable due to the resident¿s fall.

Event description:
A resident fell during a transfer from wheelchair to bed conducted with use a sara flex lift and a sling. The resident began to sit down unexpectedly. One of nurses described the resident¿s ¿knees buckling,¿ while another stated that ¿she just eased herself down.¿ the resident reportedly laughed during the event and did not sustain any injuries.